Event description:
The pt's diagnosis was respiratory failure secondary to pneumococcal pneumonia, sepsis, and ards, and they were on mechanical ventilation while hospitalized. A percutaneous tracheostomy was necessary in order to manage vent and pulmonary status and this was performed 3 days before event date. On event date, the vent suddenly alarmed as it went into failure mode, and it stopped functioning entirely (all keys were "locked out" and were completely unresponsive). Since the physician, nurse, and respiratory therapist were present in the pt's room at the time of this occurrence, the pt was not placed at risk of harm, and pt was appropriately bagged, without delay, until a new machine could be instituted. The pt's oxygen saturations dropped to aprox 90% very briefly after the vent failed; however, the immediate bagging corrected that situation. The failed device was removed from svc, and new computer boards were placed in it; however, it has not been returned to svc. According to the dir of respiratory therapy, this ventilator model has presented numerous problems in the past; and the MFR's sales rep, the engineer, and the person responsible for purchasing contracts are aware of the model's problematic history as well as the circumstances surrounding the failure of the particular vent described in this report.